Manufacturer narrative:
MFR's report number: (B)(4). Expiration date, unk as lot# is unk. Exact explant date is unk but it was on or about (B)(6) 2011. The investigation is in progress.

Event description:
According to attorney's complaint: a cook celect ivc filter was positioned and deployed at the level of the l2 vertebral body. Completion vena cavagram showed filter in good position. There were no complications. It is alleged that on or about (B)(6) 2011, the pt was admitted to the emergency department of (B)(6) hospital in complaining of abdominal and lower back pain. The pt had a CT scan of the abdomen and pelvis which allegedly showed that the vena cava filter was tilted such that its superior margin was against the left lateral wall of the inferior vena cava. Inferiorly the limbs had extended through the inferior vena cava and into the right knee kidney causing severe hydronephrosis. It is alleged that on or about (B)(6) 2011, the pt's physicians attempted to use an ultrasound-guided explant; however, due to complications this was aborted. According to attorney's complaint the pt then underwent an open extraction of the cook filter with patch angioplasty of the ivc and dissection around the renal pelvis. Pt outcome: according to attorney's complaint: allegedly extensive medical care and pain.